Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device delivered inappropriate antitachycardia pacing due to electromagnetic interference resulting in oversensing. Provocation testing was performed and the noise was not reproducible. The physician did not allege a malfunction of the device resulted in the inappropriate therapy. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.